Manufacturer narrative:
A visual analysis of the returned device found that the stent was kinked 3.2cm from the distal end. The condition of the returned device was consistent with the complaint incident that stent was kinked. During manufacturing the devices are 100% inspected for device functionality and integrity. Most likely the stent was kinked due to some handling aspect of the device during shipping, storing or unpacking. Therefore, the most probable root cause assigned to the complaint is ¿handling damage". The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a pancreatic duct stenting performed on (B)(6) 2016. According to the complainant, during the procedure when the device was checked before being inserted to a guidewire, a kink was noted on the distal tip of the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during a pancreatic duct stenting performed on (B)(6) 2016. According to the complainant, during the procedure when the device was checked before being inserted to a guidewire, a kink was noted on the distal tip of the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.